Event description:
The patient presented with a history of lumbar spondylolisthesis with progressive significant radiating sciatic pain. Preoperative imaging demonstrated stenosis at l3-l4 and l4-l5 on the left side. On (B)(6) 2011, the patient underwent surgery to treat l3-l4 and l4-l5 lumbar spinal stenosis with degenerative spondylolisthesis. Surgery consisted of l3-l4 laminectomy decompressing the central canal along with the left subarticular recess, l4-l5 laminectomy decompressing the central canal and the left subarticular recess including evacuation of synovial cyst, posterior spinal fusion, l3-l4 and l4-l5 using allograft and rhbmp-2/acs. Operative notes indicated a layer of allograft and a layer of bmp in the morselized laminectomy bone over the intertransverse region from l3-l5. This was done bilaterally. A large synovial cyst was found at l4-5 on the left. Emg monitoring was performed during surgery. There were no noted complications, neuro exam intact. Post-op medical consult noted ¿delirium and aphasia¿ is likely related to anesthesia. On (B)(6) 2011, records note patient had a fever 100.2 ¿ 100.4. Patient was awake and alert, neuro intact, borderline anemia, borderline low blood pressure. On (B)(6) 2011, records note patient had fever 100.8, heart rate 201. Urinalysis and blood work ordered. Patient had intermittent confusion. Wound was dry. No headache, neuro stable. Urinalysis was negative for bacteria, trace blood, ¿clear and yellow.¿ chest x-ray indicated patchy left basilar opacities, more likely atelectasis than pneumonia. On (B)(6) 2011, records note patient had fever 99.0 ¿ 101.3. Slight tachycardia, states fever lie to ¿atx.¿ notes will start empiric avelox for possible pneumonia. On (B)(6) 2011, records note patient had fever 99.7, neuro and sensory intact, notes fevers improved, notes lungs are clear. Urine culture results: 1000,000 cfu/ml escherichia coli. Notes urine culture is positive but urinalysis is negative, stating the results could be a false positive, but will change the antibiotic to augmentin to cover both possible uti and pneumonia. On (B)(6) 2011, records note patient temp 99.4 ¿ 97.9. Neuro intact, patient stable. Notes pain is better, post op fever resolved noting antibiotics for possible pneumonia and uti to discontinue on 5th day of levaquin. Patient was discharged. Discharge diagnoses included acute postoperative blood loss anemia. Postoperatively, she was placed on vancomycin. Her diet was advanced. Activity levels were increased. The urine culture did show e. Coli with colony counts greater than 100,000. She was started on avelox. She was febrile during post op course. The incentive spirometer was encouraged. She did have an acute blood loss anemia and her blood pressure was borderline low. Her hemoglobin was down to 10.7 with hematocrit of 32. Her postoperative fever resolved. The tachycardia was likely secondary to pain. Her diet was advanced. Activity levels were increased. The wound over the mid back was clean, dry, and intact. There was a small amount of drainage noted. On (B)(6) 2011, patient presented for 2 week follow up. Notes she has had a fall. Left lower extremity pain still present, but improved since surgery. Notes some confusion. Medications adjusted. Cbc with diff-bmp and ua were done. On (B)(6) 2011, patient presented for follow up. Notes pain is at 0/10. Improved confusion. Sutures removed. On (B)(6) 2011, patient presented for follow up. Ap and lateral lumbar x-rays obtained, spinal alignment is maintained, bone graft is visible in the posterolateral gutters, no evidence of any progression of her spondylolisthesis. Notes patient is doing very well following her lumbar laminectomy and non-instrumented arthrodesis for synovial syst. Notes her radiculopathy is completely resolved and her wound looks fine. On (B)(6) 2011, patient presented for follow up. Notes pain is 1/10. Ap and lateral lumbar spine radiographs obtained and reviewed. Spinal alignment is maintained. She has maintained a lordotic lumbar spine. Fusion mass is visualized in the posterolateral gutter. On (B)(6) 2012, x-rays completed- patient was noted to be doing quite well with a pain rating of 0. On (B)(6) 2012, the patient presented for follow up. Notes back pain has worsened now 7.5/ 10 previously at 0/10. Notes patient is on no pain meds. Patient has already completed pt. (B)(4)

Event description:
It was reported that patient underwent a 3 level lumbar fusion on (B)(6)-2011 using rhbmp-2/acs. Post op, the patient developed a fever of unknown origin that resulted in the hospital stay being extended by a week. Blood work and x-rays in hospital were unable to determine source of the fever.

Manufacturer narrative:
(B)(4): neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.